Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a lead revision procedure. Upon device interrogation, it was noted that the patient's left ventricular lead was oversensing the patient's atrial signal. A chest x-ray was performed and lead dislodgement into the atrium was confirmed. The lead was attempted to have been explanted but kept adhering to the patient's other two leads. The lead was capped instead on (B)(6) 2020. The patient's condition was stable throughout the event.

Event description:
New information noted that the left ventricular lead was explanted and replaced on (B)(6) 2020. No adverse patient consequences or complications were reported.